Manufacturer narrative:
B5: please note the information contained in section b5, as was previously reported through manufacturer report number 3007566237-20 20-00058, has been determined to pertain to the event reported through this report number. The information has been included here at this time in order to best maintain a complete event record. Concomitant medical products: product ID 977a290 lot# serial# (B)(4). Implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp as reported through a manufacturer representative stated that the lead was ¿broken in usual activity.¿ it was stated the patient¿s lead was implanted in the c2 level and that when the lead was removed, the #0 electrode could not be removed and was left in the patient¿s neck. No further event information was reported; no further complications were reported or anticipated.

Manufacturer narrative:
H3 device evaluation: analysis found the lead was broken at the distal end of electrode #1 and that electrode #0 was not returned. H6: please note that method code 4118, result code 3233, and conclusion code 11 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that an impedance abnormality was measured during a device check; high impedances ranging from 37500-38740 ohms across all electrodes when paired with electrode #0. It was further reported that one lead electrode was fractured and remained in the patient¿s body following lead removal. The hcp observed the cause of the fractured lead to be that load was applied to the electrode that was placed in the second cervical vertebra due to rotation of the second cervical vertebra. It was noted that lead fracture was confirmed on (B)(6) 2019 and that the lead had not seemed to fracture by pulling forcibly at the time of explant, as the lead was removed without resistance. The lead was replaced as a result of the event and the issue was resolved; however, one electrode remained in the patient at the time of report. It was noted that as of 2019-dec-12 there was no further surgical interventions scheduled to remove the electrode that remained in the patient. The complex regional pain syndrome (crps) patient was alive with no injury at the time of report. It was noted the ¿physician judged that the patient had no abnormality¿ as of 2019-dec-12. No further complications were reported or anticipated.